Manufacturer narrative:
This complaint was created in error as there was no malfunction with the product.

Event description:
It was reported via repair work order that the wheels would lock due to broken casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the wheels would lock due to broken casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.